Manufacturer narrative:
(B)(4).

Event description:
(B)(6) sent notification of a customer generated report to corporate product surveillance. It was reported that upon checking the pump setting during the morning shift change with oncoming nurse, the forward arrow button on fentanyl pce would not display the settings so that the pump settings could be read. The customer informed the administrative nurse manager (anm) and the md. The md stated that someone would be up during the morning rounds to check the pump. The patient was reported to be receiving pain relief. The md disconnected the pump and epidural catheter at 11:30. Biomed was called and fentanyl pump was picked up at 17:00 by biomed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.